Manufacturer narrative:
Product complaint #: (B)(4). Batch # p58109. Investigation summary: the analysis found that one ec60 device was returned with no apparent damage and with an ecr60d cartridge reload present. The cartridge was received unfired. After further analysis of the reload, it was notice that the top of the one piece sled rail was noted damaged and it have a driver out of position. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The damaged on the cartridge it is consistent with high (outside indicated use) staple forming forces, however there is insufficient evidence to determine the cause of the higher loads. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the radical gastrectomy surgery, could not fire when severing stomach tissue on the 1st firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.